Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to vf detection. Analysis of the device memory indicated noise. The device memory indicated the device failed to deliver therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead experienced noise that caused a delay in shock delivery resulting in the patient receiving external defibrillation. It was also noted that a noise alert was triggered and a lead integrity alert (lia) was triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia. Reprogramming was done and the rv lead remains in use. No further patient complications have been reported as a result of this event. It was further reported that, before the reprogramming, the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy for polymorphic ventricular fibrillation (vf) detected as non-sustained ventricular tachycardia.